Event description:
It was reported that the representative was asking about the battery power consumption on this cardiac resynchronization therapy defibrillator (crt-d). Boston scientific technical services (ts) discussed about the programming of the left ventricular (lv) lead that could affect the battery consumption. This device remains in service. No adverse patient effects were reported.